Event description:
It was reported that a spectrum pump had an unresponsive keypad. During baxter's functionality testing it was discovered that device had an automatic response of the (ok) key. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Keypad malfunctions were obvious during the product evaluation. The following keys were inoperable: (ok), setup , run/stop, #0, #1, #2, #3, (.), # 4, #5, #6, #7, #8 and #9 keys. The on/off key is able to power on the unit; however when powered on the on/off key is inoperable. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the (ok) key will occur following the selected keys' function. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.